Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
Patient reported alert 23 and bg >300 mg/dl for over 90 minutes, with a peak of 397 mg/dl. Patient was coherent and reported feeling fine. No ketone testing or ketone action plan in place. Patient had dinner and announced the meal as usual. Later, when bg continued to rise (~230 mg/dl at 11:00 pm), patient announced another ¿less than dinner¿ meal in an attempt to correct the high. Agent advised this should not be done and provided education on proper use. A complete supply change was performed; insulin was present in the cartridge. After 30 minutes, bg decreased to 367 mg/dl, and the pump was delivering 0.67¿0.75 units every 5 minutes. Follow-up on (B)(6) 2024 confirmed bg at 110 mg/dl. On (B)(6) 2024, patient stated they discarded cartridges and had no further issues since. No backup therapy, medical intervention, or ketone testing performed. Bg levels normalized.